Event description:
The customer reported the ventilator restarted during operation. The customer reported they did not know if the ventilator was in use on a patient, or if the ventilator alarmed at the occurrence of the restart. The customer reported there was no patient harm reported. The manufacturer's service technician was unable to duplicate the customer reported problem. The service technician verified a diagnostic code in the ventilator log history that indicated a ventilator restart. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications.